Event description:
The customer returned the evis exera iii duodenovideoscope for regular service. No complaint was reported. The device was returned to olympus for evaluation. During device inspection, liquid residue was found at the distal end. In addition, the forceps raising angle did not meet specifications due to a worn knob wire and the forceps angle could not be locked due to a frayed knob wire. This medical device report (MDR)is being submitted to capture the reportable malfunctions found during evaluation. No patient involvement reported.

Manufacturer narrative:
During functional testing, the following additional issues were found: the bending angle for the up direction did not meet with specifications due to a worn angle wire. Visual examination showed the following additional issues: the air/water cylinder was missing its color indicator; and the scope cylinder was missing its color indicator; the light guide lens was cracked; some components required replacement due to age; and the adhesive around the objective lens was peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The customer provided response to the questionnaire regarding the presence of foreign material: there was no delay to the start of pre-cleaning or manual cleaning. Aspirating water/detergent during pre-cleaning with 1% gigasept pearls detergent was used for cleaning and disinfection. The brushing of channel, port and suction cylinder. There was no malfunction of reprocessing accessories. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the IFU sections: IFU: tjf-q190v operation manual chapter 3 preparation and inspection states how to detect the event. IFU: tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the event. Olympus will continue to monitor field performance for this device.